Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, the two (2) titanium locking screw inserted distally created fracture resulting in nail distal penetration of humerus posterior wall. Drill bit was broken during plating portion. The two pieces were both removed. There was 90 minutes surgical delay. The procedure was successfully completed. The patient outcome was unknown. Concomitant devices reported: multiloc humeral nail (part# 04.019.270s, lot# l743741, quantity 1); titanium locking screw (part# 04.005.434, lot# unknown, quantity 2). This complaint involves three (3) devices. This report is for (1) 4.0 ti lckng scr t25 sd 32 for im nails. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Additional product code: hwc complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.